Event description:
It was reported that following the implant of an ams700 inflatable penile prosthesis, the patient is experiencing difficulty squeezing the pump. The patient indicates: "the pump has gotten so difficult to squeeze the implant is almost unusable. I also lost 2" of length. The ams/bsc patient liaison responded to the patient via email and advised that she will update product surveillance if she hears back from the patient.